Event description:
Pt complains of aches and pains, dry mouth, breast hardness, painful breasts, itching, redness and swelling of skin, enlarged glands, swollen lymph nodes, swelling of joints, fatigue, swelling of hands and feet, unusual hair loss and rashes. Event date; 1/8/72.